Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pbq858, and no non-conformances were identified. Investigation summary: one empty opened box and two unopened samples of product code m8702, lot pbq858 were returned for analysis. The product code required four strands double armed per packet. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent coronary artery bypass graft procedure on (B)(6) 2019 and suture was used. The suture broke at the knot three times. Another device was used to complete the procedure. There were no adverse patient consequences reported.